Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device previously triggered a lead safety switch. The device was reprogrammed to bipolar, but the switch triggered again. No further information is available. Evidence suggests the product involved remains in service. No adverse patient effects were reported.